Event description:
(B)(6) presented to the doctors office on (B)(6) 2022 with blurred vision and swelling of his lids, both after removing his contact lenses. An exam revealed mild corneal edema in both eyes with refractive changes in both eyes. Lotemax was prescribed and patient was scheduled for a follow up exam on (B)(6) 2022. Follow up revealed improvement of his sx, but refractive changes still persisted. He was instructed to continue with lotemax and was scheduled for a follow up on (B)(6) 2022. At this visit the corneal edema was resolved and the patient was refit with alternate contacts with a higher oxygen permeable polymer to address oxygen deprivation issues. (B)(6) last visit on (B)(6) 2022 indicated total resolution of his corneal edema, and clear vision in both of 20/20 with alternate contact lenses. He was instructed to use preservative free at's to lubricate contacts during his longer workdays. The examination resulted in the following diagnoses and associated plans: unspecified corneal deformity ; type 2 diabetes mellitus without complications ; unspecified corneal edema. The doctors office contacted the manufacturer on (B)(6) 2022 to inform of adverse reaction. We reached out on (B)(6) 2022 to get additional information in order to report.

Manufacturer narrative:
Once the lens was provided to the manufacturer, the lens was inspected. The lenses were of good quality, with good edges and no debris on the lens. All measurements were within anzi standards.